Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sterilized water in the syringe in the foley tray was muddy. As per follow up information received via ibc on 26oct2022, there was no patient involvement.

Event description:
It was reported that the sterilized water in the syringe in the foley tray was muddy. As per follow up information received via ibc on 26oct2022, there was no patient involvement.

Manufacturer narrative:
Per investigation findings, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.